Event description:
On (B) (6) 2010 patient reported she woke up with a blood glucose reading of 398 mg/dl. Patient stated when she looked at her infusion device, she noticed the plunger and the piston rod were not touching and there was space between them. She described it as the piston rod was "stuck" and quit moving up. Patient reported half of the insulin in the cartridge had leaked out of the cartridge through the bottom of the cartridge around the plunger. She said the cartridge was half air and half insulin and the rest of the insulin was pooled up inside of the cartridge compartment. Patient stated the cartridge is not cracked or damaged and she is certain it was leaking from the bottom around the plunger piece. Patient reported that when she noticed this issue, the infusion device was still in the run mode. Patient stated she used a tissue to dry the cartridge compartment and then inserted a new insulin cartridge and is currently using the infusion device. Patient stated she bolused 6 units of insulin and her blood glucose is down to 360 mg/dl. Advised patient against using the infusion device. Advised to switch to backup infusion device. On call back from patient on (B) (6) 2010, she stated she had switched to the replacement device and her blood glucose has returned to normal range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product replaced and requested return of the suspect product for evaluation.